Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 25-mar-2016 found that customer removed pieces of labels from under the racks. Tested the analyzer with no errors noted. The most probable cause of the reported event was an operator error.

Event description:
On (B)(6) 2016 the customer reported loader axis errors with their hlc-723g8 analyzer. Customer reported getting loader axis errors, these error are random and states that they are not rack related. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.t here was no indication of patient intervention or adverse health consequences due to the delay in reporting.